Manufacturer narrative:
The product has been returned for evaluation and testing. However, the engineering evaluation is not completed.

Event description:
The planned procedure was a arterio-venous fistula thrombectomy, and the balloon would not inflate. It was unk if the inflation difficulty occurred prior to or during clinical use. However, there were no adverse effects to the pt.